Event description:
It was reported the physician deployed a 6f angio-seal sts vascular closure device. The pt returned to the physician approx one month later with ischemia in the leg and a "tight stenosis" at the same location where the angio-seal was deployed. The physician stated that the pt had arteries that were large and free of disease. The physician performed a "cryo balloon" interventional procedure via arterial punctures in the opposite leg. The pt was discharged.

Manufacturer narrative:
No product was returned for analysis. A search of the device history record was not possibe since the lot number was unavailable. Based on the info received, the cause of the stenosis could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.